Event description:
Previously reported as no report of malfunction, serious injury or reason for removal provided. New info indicates lead was explanted due to j wire retention fracture without protrusion through the outer polyurethane insulation.